Event description:
It was reported that during a coronary drug eluting stenting treatment procedure deflation difficulty and stent dislodgment occurred, resulting in surgery. The physician attempted to direct stent a tight non calcified lesion in the mildly tortuous, 90% stenosed mid circumflex (cx) artery with a taxus express2 2.5x16mm drug eluting stent. The stent was unable to cross the lesion. The stent was withdrawn from the lesion and the target area was predilated with a maverick2 balloon. The taxus stent was reintroduced to the target area. The stent delivery balloon was inflated to about 20 atm's for 20 seconds. The physician noted that the balloon did not inflate as it usually would and the stent did not fully deploy. There appeared to be a mid-waist in the stent. The physician attempted to deflate the balloon but was unable to do so. They removed the indeflator and attached a syringe, which partially deflated the balloon. The physician attempted to deflated the balloon for about 10-15 minutes. The vessel was not completely occluded while the balloon was partially inflated. The physician attempted to pull the catheter into the guide catheter. The stent, which had not fully deployed, was dragged with the balloon. The stent was pulled back with the catheter, caught on the sheath and dislodged in the femoral artery. The physician sent the pt to surgery to remove the dislodged stent. A cutdown was done to remove the stent. Pt status after surgery was "fine". No additional pt complications were reported.